Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep implanted a new interstim x ins and lead today but when testing impedances before closing, they are seeing that all case values are showing >4k ohms. The caller confirmed the ins was in the pocket. Asked caller if they used saline/anti-biotic solution in the pocket and caller confirmed yes. Reviewed this could cause temporary issue with contact with tissue. The caller ran impedances again and a few case values resolved and then ran impedances one more time and all values were with the normal range. Impedance checks were done multiple times. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the manufacturer representative. Rep reported they attempted to call back with some clarification in the message below was that the physician did not actually use saline. They used a sterile water and antibiotic solution. Noted electrode combinations with the case as the positive showed with values greater than 4000ma. They also noted that the ins was not implanted due to not being able to clear impedances, a new ins was used.